Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer also stated that she had received numerous no delivery alarms on the insulin pump. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.